Event description:
It was reported by service report that the latch lever and auxiliary lock housing were worn causing the legs to not properly retract to load. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch lever; auxiliary lock housing.